Event description:
It was reported that when using the pyxis medstation es system, there was an error which repeated cubie error. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was a defective row board cable. The field service engineer replaced the drawer 2.1 row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.